Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that since implant, the therapy has never covered the migraines or back pain. 2 leads were implanted and are trying to cover the migraine issue and then will be programming for the back pain issue. Patient met with a manufacturer representative at the follow up appointment in (B)(6) 2020. The rep had reprogrammed the therapy to work for migraines but it hasn't. All patient feels when stim is on is numbness and tingling in arms and legs. Stim is not touching the migraines or any back pain. Patient added that since implant, when she is sitting and turns her head either to the left or the right, it feels like stim is turned off. When she is sitting the numbness feels like it gets heavy. During the call, patient was asked to use the controller to connect to the ins and document if the controller is showing off or on and if on what is the program set at. Patient stated setting is currently at 2.0. Patient had a doctor appointment next week. The doctor wants the patient to spend a couple of hours with the rep reprogramming in hopes to direct programming to work with the migraines. No further complications were reported.